Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2021 and barbed suture was used. When closing the surgical wound, the fixation tab was broken during continuous suturing. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: what is the lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ¿g /m.